Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date.